Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. Reportedly, the surgeon has recommended to re-implant the recipient due to the complete loss of connection between the implant and external device.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
The user's hearing performance with the device was affected. Reportedly, the surgeon has recommended to re-implant the recipient due to the complete loss of connection between the implant and external device.